Event description:
The customer alleged they received questionable antibody to (B)(6) results for one patient. The analyzer the samples were tested on was requested but not provided. The date this event occurred was requested but not provided. The patient had a sample tested and the (B)(6) which was non-reactive. The patient had a new sample drawn and the (B)(6), which was non-reactive. Meanwhile, the customer tested one of the patient's samples on a fourth generation elisa analyzer and it was (B)(6). The customer took a new sample from the patient and tested it on the elisa analyzer and it was also (B)(6). Information on whether any of the results were reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The ahcv reagent lot number was 171104 and the expiration date was 12/30/2013.

Manufacturer narrative:
A root cause could not be determined. No investigation was possible as the customer was unable to provide further information and there were no samples available.

Manufacturer narrative:
This event occurred in (B)(6).